Manufacturer narrative:
(B)(4): d10: item # 0102001453, innexâ®, anchorage stem, straight 0â°, uncemented, ã¸ 17-135, lot # 2558295. Item # 0102001259, innex tibia insrt fixsc m/12.5, lot # 2640815. Item # 0102001668, fmrl spacer m4-4 l/lat-r/med, lot # 2637842. Item # 0102001662, fmrl spacer m4-4 l/med-r/lat, lot # 2618056. Item # 0102001117, innex tib met back fix 4m cem, lot # 2512959. Item # 0102001613, innex tibiaspacer 4-12, lot # 2464969. Item # 0102001471, innex anchorage stem con 100, lot # 2512959. Item # 0102001453, innexâ®, anchorage stem, straight 0â°, uncemented, ã¸ 17-135, lot # 2558295. G2: report source germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a partial fracture occurred in the upper part of the prosthesis. The impact to the patient is unknown at this time. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D6a: it was implanted between (B)(6) 2012. The product involved in the reported event was not returned for investigation; however, pictures were provided which shows the stickers of the implants used in the surgery and confirms the product's identification. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.